Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd syringe luer-lok¿ tip had moisture and droplets at the end of syringe plungers.

Event description:
It was reported that three bd syringe luer-lok¿ tip had moisture and droplets at the end of syringe plungers.

Manufacturer narrative:
Investigation: six 10ml syringes in fully sealed blister packs confirmed to be from batch #8208709 (p/n 302995) were received. All the samples were removed from the packages and visually inspected. The described foreign matter appears to be silicone. It was observed that the amount of silicone was the normal and expected amount per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in sample received.